Event description:
During lmt, angioplasty balloon from rebel monorail platinum chromium coronary stent system broke and was lodged in lmt. The balloon was not able to be removed percutaneously requiring open heart surgery to remove the balloon. After the balloon was deflated, the physician could not pull it out of the deployed stent. After pulling on the shaft of the balloon in a final attempt, the catheter broke.